Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an insulation breach was observed on the right ventricular lead and right atrial lead. The right atrial lead was replaced with another lead. The right ventricular lead was repaired with medical adhesive and an end cap kit over the insulation. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.